Manufacturer narrative:
(B)(4). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of ¿swelling and tenderness over entire face and all injected sites,¿ "lesion," ¿immunologic reaction/general histamine reaction," and ¿firm¿ are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling: warnings: injection site responses consist mainly of short-term inflammatory symptoms starting early after treatment and lasting = 30 days. Refer to the adverse events section for details. Precautions: as with all transcutaneous procedures, dermal filler implantation carries a risk of infection. Standard precautions associated with injectable materials should be followed. Patients may experience late onset adverse events with use of dermal fillers, including juvéderm volbella® xc. Refer to adverse events section for details. Adverse events: table 1 and 2. Injection site responses by severity and duration after initial treatment occurring in > 5% of treated subjects. Possible treatment site responses include: swelling, tenderness, firmness, bruising, lumps/bumps, redness, pain, discoloration, itching and dryness. Postmarket surveillance: the following reported adverse events were received from postmarket surveillance on the use of juvéderm volbella® xc for lip augmentation outside the united states and were not observed in the clinical study. These adverse events, with a frequency of 5 events or more, are listed in order of prevalence: inflammatory reaction, loss/lack of correction, hematoma, allergic reaction, infection, paresthesia, herpes, migration, angioedema, and necrosis. In many cases the symptoms resolved without any treatment. Reported treatments included the use of (in alphabetical order): analgesics, antibiotics, antihistamines, anti-viral, arnica, drainage, hyaluronidase, ice, laser treatment, massage, nsaids, steroids, and warm compress. Outcomes for these reported events ranged from resolved to ongoing at the time of last contact.

Event description:
Healthcare professional reported a patient was injected with 1 syringe of juvéderm voluma® xc in cheeks and marionettes. The 28 days later, they were injected with 1 syringe of juvéderm volbella® xc in perioral area and with juvéderm® ultra plus in nasolabial folds. Approximately 6 weeks later, the patient was injected with 1 syringe of juvéderm volbella® xc in perioral area as a touch up treatment. Two weeks after that, the patient was injected with 1 syringe of juvéderm vollure¿ xc in marionettes and nasolabial folds and with half syringe juvéderm voluma® xc in cheeks. About 3 weeks later, the patient was injected with juvéderm® (unspecified) in temples, and half syringe of juvéderm voluma® xc in cheeks and marionettes. Approximately 4 months later, the patient was injected with 1 syringe juvéderm volbella® xc in lips and with 1 syringe juvéderm voluma® xc in cheeks, nasolabial folds, and marionettes. About 4 months later, the patient received hormone pills and the patient began taking sulfur supplements during this time. Two days after taking the hormone pills and sulfur supplements, the patient experienced swelling and tenderness over entire face and all injected sites. Not red, just firm and swollen. Tender from the swelling. No fever. Five days later, healthcare professional advised the patient to stop taking sulfur supplement and to take benadryl and medrol. Symptoms improved, but recurred after stopping treatment. Antibiotics (minocycline) and a steroid (prednisone) taper prescribed at an unknown time. Healthcare professional stopped steroid treatment half way through due to patient reaction to it. Approximately a month later, medrol was prescribed again and 3 vials hylenex were injected. Six days later, 2 more vials hylenex were injected. The results presented minimal improvement. The 12 days later, triamcinolone and 5fu injected into patient. Healthcare professional saw improvement. Three days later, the patient's swelling returned. At an unspecified time, the patient saw allergist who believes this to be a general histamine reaction unrelated to fillers. The patient was prescribed 2-month course of steroids. This record represents the juvéderm volbella® xc in the perioral area, concomitantly given with juvéderm® ultra plus in the nasolabial folds. This is the same event and the same patient reported under MDR ID#s 3005113652-2018-01010 (allergan complaint # (B)(4)), 3005113652-2018-01011 (allergan complaint #(B)(4)), 3005113652-2018-01012 (allergan complaint # (B)(4)), 3005113652-2018-01013 (allergan complaint # (B)(4)), 3005113652-2018-01014 (allergan complaint # (B)(4)), 3005113652-2018-01015 (allergan complaint # (B)(4)), 3005113652-2018-01009 (allergan complaint # (B)(4)), 3005113652-2018-01017 (allergan complaint # (B)(4)), 3005113652-2018-01018 (allergan complaint # (B)(4)).this MDR is being submitted for another suspect product, juvéderm volbella® xc, also a device manufactured by allergan.